Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 339 mg/dl on her blood glucose meter and a reading of 111 mg/dl on another brand of blood glucose meter within a ten minute time period. The difference in the readings was determined to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.